Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing. No issues were observed relating to stopper defects that may be attributed to the indicated failure modes of tube push off or leakage. The retention samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of tube push off and leakage. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was whole tube push off non-patient end of needle and sample leakage. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a tube push off and leakage issue occurred."